Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported issue could not be confirmed and the cause could not be determined.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned for evaluation and if additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient had a leak in the transfer set during use. The leak in the tubing was between the white twist sleeve and the tubing silicone. The patient opened and closed the transfer set themselves. There was no adverse event associated with this report.